Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: bypass. According to the reporter: the clips scissored when applied to the vessel; there was no clip loaded in the jaws. There was unintended blood loss of 250cc. The staff applied another device.